Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient reported with symptoms of palpitations. Attempts to interrogate the pulse generator were unsuccessful.